Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 412 mg/dl at the time of the incident. The customer reported that customer that he just got his new pump and need assistance with programming. Customer decline troubleshooting for high blood glucose and customer know why the blood glucose is high. The insulin pump will not be returned for analysis.